Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by drinking water, walking, and delivering a correction bolus via the pump. The customer¿s partner monitored the customer to ensure that the bg decreased, but did not assist the customer.